Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that there was a speaker malfunction. It was provided that the device produced sound. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the speaker malfunction alarm. The fse changed the speaker and power switch, but that did not resolve the issue. The fse changed the main board, and the issue was resolved. Based on the information available and the testing conducted, the cause of the reported problem was the main board. The reported problem was confirmed. The device was operational after replacing the main board. New information was received via good faith effort (gfe) response. It was provided that the device had a speaker malfunction alarm but was still producing sound. This complaint is deemed not a reportable event with philips. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated. As per the definition of non-reportable, this device/product issue did not cause or contribute to death or serious injury nor would likely cause or contribute to death or serious injury upon recurrence.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).

Event description:
It was reported that there was a speaker malfunction, and it is unknown if the device produced sound. The device was not in use on a patient at the time of the event, so there was no patient involvement.